Manufacturer narrative:
Method: visual inspection; risk assessment. Results: the customer reported event of a device fracture was confirmed via the correspondence. Device not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the most likely cause of the customer reported event is a fatigue fracture due to the length of implantation of the device and lack of fusion.

Event description:
It is reported that; on (B)(6) 2012, the patient underwent the surgery with the xia3 (t6-iliac). Afterwards, the surgeon confirmed the x-ray. And he found that the rod was broken(right and left of l5-s). The patient bone was non-union. The patient underwent the revision surgery on (B)(6) 2015. The lot number of rod is 3rs or 3u9.

Event description:
It is reported that; on (B)(6) 2012, the patient underwent the surgery with the xia3(t6-iliac). Afterwards, the surgeon confirmed the x-ray. And he found that the rod was broken(right and left of l5-s). The patient bone was non-union. The patient underwent the revision surgery on (B)(6) 2015. The lot number of rod is 3rs or 3u9.